Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pumps exhibited an error code 41171, lens damaged. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition with the tamper seal intact. There was evidence of the error in the event history log. The reported problem was duplicated. The investigation found air bubble in downstream sensor seal, damaged lens, and an error code. These were noted as the cause of the reported problem. It was recommended to replace the downstream sensor seal, the damaged lens and to clear the error code as corrective action. The root cause of reported problem was unknown an internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on (B)(6)2022 via email and attached in the complaint object: all issues found with these devices were found during testing. No patient involvement was indicated to me, or our technicians, at the time the pump was received at our facility for repair and recertification. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120, h6: correction: device code method: updated